Event description:
Ous MDR - premature eri status was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eri was confirmed. The ICD had been implanted over a period of 55 months, and 24 charge processes had been documented. The electrical analysis first examined the memory content of the ICD. The analysis of the device data showed that three charge processes took place during the episode on (B)(6)2018. Due to exceeding the charge time of 20 seconds, the programmed shock energy could not be reached and, in consequence, the device state eri was activated per specification. An analysis of the available iegms from (B)(6) 2015, (B)(6) 2017, and (B)(6) 2018 showed interference signals in all three channels, which led to a total of four charge processes without shock delivery. Based on their frequency and morphology, the interference signals are very likely due to the magnetic resonance tomography mentioned in the complaint text. Next, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process took place, which was aborted because the maximum charge time of the high-voltage capacitors had been reached. The device was then opened, and the internal structure was examined. During the examination of the electronic module, damage was detected at the circuit. This damage led to a prolongation of the charge time and, in consequence, to the device status eri according to specification. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, damage to the electronic module was detected, which was very likely due to the performed magnetic resonance tomography. No indications of a material defect or manufacturing error were found during the analysis.